Event description:
An exactech acetabular lateralized liner but could not be locked into the acetabular shell during a hip arthroplasty procedure. A second lateralized liner was not available. A standard acetabular liner was implanted without reported adverse event.